Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a follow-up visit that after one year post implant the device displays an average estimated longevity of five years which is not consistent with the projected longevity described on the specifications sheet. The device remains in use. No patient complications have been reported as a result of this event.